Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition, system error 500, was verified through a review of the event history log for a single occurrence. No cause was identified during functional testing and no correction was required. Per the sigma manual number 41019 revision ab, it is suitable to use the pump if a system error occurs one time and can be cleared after removing power, restoring power, and performing a preventative maintenance test. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition, system error 341, was verified through a review of the event history log for a single occurrence. No cause was identified during functional testing and no correction was required. Per the sigma manual number 41019 revision ab, it is suitable to use the pump if a system error occurs one time and can be cleared after removing power, restoring power, and performing a preventative maintenance test. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) and system error 500 (red. Calc: unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.